Manufacturer narrative:
The device was not received for evaluation, however a picture was provided. The visual inspection of the provided picture showed that the effluent pump segment was not glued to the support plate. There was no evidence of solvant on the segment pump. The reported condition was verified. The cause was manufacturing related. A batch review was conducted, and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during priming with a prismaflex tpe2000 set, a leak was observed on the effluent line due to a broken effluent line at the site connecting to the cartridge. A new set was used to continue with treatment. There was no patient injury, or medical intervention associated with this event. No additional information is available.